Manufacturer narrative:
Reported event: the reported device was confirmed to be a 3.0 rio robotic arm - mics, catalog # 209999, serial# (B)(4). Device history: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Device investigation: per gsp (B)(4): fse verified that joint inconsistency error occured on j5. J5 transmission cable was confirmed to be overlapped. J5 cable was repositions and tightened. Transmission check, friction and presurgery checks were executed successfully and system is operational. Complaint history review: based on the device identification, the trackwise complaint database was reviewed for any other similar events regarding (B)(4), pn 209999. There have been no other events for the referenced serial number. Conclusion: system was reported to have joint inconsistency error. Fse confirmed this and identified that j5 cables were overlapped and had become slacked. Cable position was fixed and cable was re tensioned. System passed all checks and is ready for clinical use.'

Event description:
Mps (B)(6) reported joint angles inconsistent error during tka case upcon arrival, system was started and homing performed. Viewed arm software logs and verified that the joint inconsistent error was occuring at joint 5. Joint 5 transmission cable has become slightly loose causing cables to overlap. Repositioned the j5 cable and re-tensioned. Ran transmission check, find friction constants and presurgery check without any issues. System is fully operational. Per the mps, the issue occurred during the case, there was no medical intervention, no adverse consequences, no impact to patient, no surgical delay and the surgeon opted to convert the case to manual - the robot was not used to complete the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) reported joint angles inconsistent error during tka case upon arrival, system was started and homing performed. Viewed arm software logs and verified that the joint inconsistent error was occuring at joint 5. Joint 5 transmission cable has become slightly loose causing cables to overlap. Repositioned the j5 cable and re-tensioned. Ran transmission check, find friction constants and presurgery check without any issues. System is fully operational. Update: per the mps, the issue occurred during the case, there was no medical intervention, no adverse consequences, no impact to patient, no surgical delay and the surgeon opted to convert the case to manual - the robot was not used to complete the case.